Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient had flu-like symptoms with fever, pain, and purulent drainage from the device pocket. A pocket infection was noted as well as mobile vegetation on the right atrial (ra) lead and the right ventricular (rv) lead. Drainage from the pocket was analyzed and the organisms responsible were found to be (B)(6). Intravenous antibiotics were administered. A system revision occurred and the ra and rv leads were explanted. It was noted that the patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.